Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had been trying to charge their implanted neurostimulator for quite a while now, but the bottom battery wouldn't charge. Patient said the controller battery was at 100% and the implant battery had one orange stripe and says low, but wouldn't move. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on and was in english. Agent understood the controller started going through setup steps. Agent had patient re-insert the battery and confirmed green light was solid above screen. Patient confirmed no damage to the controller port. Patient was able to successfully pair controller to implant after setting up date/time; controller was now at 90% and implant was red/low. Patient kept the recharger plugged in, but got 'poor recharge quality' over and over. Agent asked, patient was wearing a blouse so they removed that, repositioned to have solid portion of paddle over the implant, and tightened the belt; they saw 'good' quality briefly, then back to poor over and over. The issue was not resolved. A request was sent to the repair department to replace the recharger. Agent asked, patient said charging issues just started today, but also mentioned 'sometimes it does bother them,' so they were hoping to get the replacement tomorrow. Due to vague answer, agent left event date as asked, unknown. Patient seemed to have some memory issues and will likely be calling back for assistance with charging the implant after receiving the replacement recharger. Patient called back stating they are still having trouble. Patient clarified they are seeing poor recharge quality. Patient adjusted the recharger and reported they were able to get good/excellent. Patient mentioned the stimulator implant does feel possibly tilted slightly. Agent reviewed considerations and redirected to hcp for further troubleshooting if telemetry issues persist or worsen.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that the removal of stimulator were taken to resolve the issues with "the stimulator implant does feel possible tilted, slightly. The issue has been resolved with the surgery extraction. Patient weight was 166lbs.